Event description:
Pt in for consultation regarding implants. Complete or partial rupture rt breast and possibly outer lumen rupture lt breast. Surgery 2004. Removal of bilumen surgitek gel with bil. Capsulotomies and replaced with smooth saline implants. Lt gel explant slight gel bleed with rt gel explant ruptured with significant gel bleed. No siliconomas noted. No calcifications.